Manufacturer narrative:
The reported inability to interrogate was confirmed in the laboratory and was due to a depleted battery. The device was tested on the bench as well as using automated test equipment and no anomaly was found. The original battery was returned to the manufacturer for further analysis and no anomaly was found. The cause of the depletion could not be determined.

Event description:
It was reported that an asymptomatic patient presented in-clinic for a routine follow-up. No communication could be established with the device. Different programmers and troubleshooting attempts were unsuccessful in interrogating the device. Device was explanted and replaced. Patient has not experienced any symptoms post-procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.